Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. Patient was stable.

Event description:
New information received stated that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2018. The patient was stable post procedure.